Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual evaluation and functional testing could not be performed due to the parts not being returned. There were no photographs, x-rays, scans, or physician's reports to substantiate the complaint. Device history record (DHR) was reviewed and no discrepancies were found. The instructions for use (IFU) for this system has the following information in the section titled possible adverse effects: migration, bending, fracture or loosening of the implant. The IFU also a section titled warnings with the following precautions: intraoperative fracture or weakening of the device can occur if excessive force (torque) is applied. Tension should be applied until the bone halves are approximated and visually contacting. Care should be taken to not over-compress the bone halves. Over-compression may lead to bone damage, tearing of surrounding soft-tissue, or damage to the implant leading to failure of the device. Under-compression may lead to poor sternal approximation, reduced implant stability, or nonunion. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a sl360 band fractured during a sternal procedure. The assembly with the fractured band was removed and the sternotomy was closed with one (1) square plate, one (1) x-plate, and twelve (12) screws. The fracture of the band occurred prior to the insertion of any screws. There was no injury and no delay. No additional patient consequences were reported.